Manufacturer narrative:
(B)(4).

Event description:
Patient first ins (stimulator) was implanted on the right side. When she first got the implant it was fine. Later patient started having a chronic pain in the buttocks area on the side where ins and the skin, tissue and muscles. Her hcp (healthcare provider) said some people get sensitive to it. Ins was removed due to chronic pain in the right buttocks area and due to ins battery was just about out. The new ins was put in on the left side. Event date was asked but unknown. Patient could not remember when the pain started. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.